Event description:
It was reported that the pulsavac plus did not operate in the middle of the surgery. The motor did not operate. This surgery was finished with another pulsavac plus. There was no harm, delay, or medical intervention involved.

Manufacturer narrative:
The packaging was evaluated. The complaint was confirmed upon initial eval; the device did not operate as received. Upon opening the battery case, corrosion was discovered on one of the terminal contacts. Additionally, it was discovered that two of the batteries leaked. After removing most of the corrosion on the terminal contacts and installing fresh batteries the device worked properly in both the high and low mode. No issues were discovered regarding the switch or wiring. The most likely cause for this event is the corrosion of the battery pack terminals due to the degradation and leaking of the batteries. The mfg date of this device is unk. The condition of the original shipping package at receipt and the storage environment of the device at the user are also unk. The cause for the battery degradation is unk.